Manufacturer narrative:
The customer¿s complaint that the set came apart at the infusion port was confirmed. A picture provided by the customer observed that the vinyl tubing was completely separated from the smartsite inlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing spontaneously came apart at the infusion port during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing spontaneously came apart at the infusion port during patient use. There was no report of patient harm.